Event description:
It was reported that pump experienced repeated malfunctions showing malfunction alarm code with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections and backup pump to ensure insulin delivery, and technical support arranged replacement pump under warranty.